Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin breakdown, resulting in extrusion of device. Subsequently, the device is explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.